Manufacturer narrative:
Investigation summary: bd had not received any photos or samples for investigation. A total of (B)(6) retained samples were inspected, and no issues were identified. Additionally, (B)(6) retained samples were functionally tested for draw volume and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was excessive sample volume collected in an unspecified number of devices. No adverse impact was reported regarding the patient or user.